Event description:
A customer reported that the adc device would not power on with button press or strip insertion. Due to this, customer was unable to monitor glucose and experienced "sensation of closing the eyes." The customer was unable to treat themselves and was treated with honey provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. The date the incident occurred is unknown. The date entered in section 7 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned meter was investigated. Visual inspection has been performed on returned meter, no issue were observed. Retain batteries were inserted. Did not observe indicator light flashing. Meter powered on with button depression. No new issues were observed. Blank screen was not observed. Therefore, issue was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press or strip insertion. Due to this, customer was unable to monitor glucose and experienced "sensation of closing the eyes." The customer was unable to treat themselves and was treated with honey provided by a third-party. There was no report of death or permanent injury associated with this event.